Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. Additional information was requested, and the following was obtained: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the severity of the burn? (Please see degrees of burns below and choose one) o first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters o second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful o third degree burn the burn site looks deep, whitening or blackened and charred ¿ what medical intervention was used to treat the burn? (Such as salve or stitches) ¿ besides the burn, did the patient/nurse experience any adverse consequence due to the issue? ¿ are there any anticipated long-term effects from the burn or injury? Answer : the customer cannot remember the details because it has been too long since the issue happened.

Event description:
It was reported that during a total laparoscopic hysterectomy + laparoscopic salpingectomy + laparoscopic pelvic adhesiolysis the surgeon used the high-frequency electrotome to remove the fallopian tube, the nurse held the electrotome. The device did not start , but it was activated unexpectedly, causing the nurse's hand to be slightly burned. Another device was used to continue the surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the severity of the burn? (Please see degrees of burns below and choose one) o first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters o second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful o third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches). Besides the burn, did the patient/nurse experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.